Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. Button 1 was already pressed and cannot press button 2. There was no reported patient injury. Patient with a lot of calcification. The procedure was a percutaneous transluminal angioplasty (pta). The deployer is in training with the mynx. Other procedural details were requested but were not provided. The device will be returned for evaluation. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormalities were observed. Additionally, a non-cordis catheter sheath introducer was returned inserted on the device. The balloon was deflated, and the corewire was present, while the atraumatic tip did not show any damage or abnormal condition. A discrepancy was observed: during the visual inspection, button 1 received fully depressed; however, the button 1 position in the managed sample task was noted as not fully deployed. Additionally, the sealant was noted in the distal portion of the catheter in the manage sample picture. This indicates that shipping and handling factors may have altered the condition of the device. The inflation/deflation analysis could not be performed, as a balloon loss of pressure was noted during the leak test due to a longitudinal tear. A high magnification evaluation was conducted to assess the balloon. During this analysis, a longitudinal tear was observed. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the returned devices since a longitudinal tear was noted on the balloon surface. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, calcification was reported and it was also reported that the user was in training. It is possible that handling factors contributed to the issue reported, along with calcification of the vessel that may have led to damage to the balloon material that caused the rupture. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. Button 1 was already pressed and cannot press button 2. There was no reported patient injury. Patient with a lot of calcifications. The procedure was a percutaneous transluminal angioplasty (pta). The deployer is in training with the mynx. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.